Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with episodes from (B)(6) 2021 showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the patient's implantable cardioverter defibrillator. It was recommended that the physician continue to monitor the patient, as the four observed episodes occurred within a few minutes of one another. There were no patient consequences.